Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During initial boot up - robot connection error. Cleaned cables and issue was resolved. Presurg checks all passed fine first try. Plan loaded on robot successfully. Plan opened in pka burr software successfully. During probe check, green probe passed successfully. After blue probe passed successfully, while autoadvancing screens, system reported bug report 2491. Bug details stated ¿no end effectors of type, burr, found¿. Plan was exited and reopened. Bug persisted while also presenting bug 5535 and 3128. Plan was reloaded onto system and bug persisted. New plan was segmented in rio using CT data from bugged plan. Bugs persisted. Robot was then powered down and rebooted. With the new plan and following the reboot, probe checks passed, patient landmarks were captured, and bone registration began. Towards the end of femur registration, the screen froze. Mouse would not move and system was not responding to foot pedal captures. Alt print screen k was hit on guidance, causing both screens to go black and no response. Screen was frozen for several minutes before reboot button on back of guidance module was pressed. This caused the screens to flash and then froze at a black/gray screen. After a few minutes, robot was rebooted. Robot booted up normally but the screens would not display any images from mako software. There was power to the screens and they did display initial boot images (ie dell logo). Several reboots were attempted, cables were recleaned, both bypass cables were used. Nothing corrected the lack of display on either screen. The surgeon then decided to end the surgery. Case type: pka. Surgical delay: 30-60 minutes. Case cancelled following incision.

Event description:
During initial boot up robot connection error. Cleaned cables and issue was resolved. Presurg checks all passed fine first try. Plan loaded on robot successfully. Plan opened in pka burr software successfully. During probe check, green probe passed successfully. After blue probe passed successfully, while auto advancing screens, system reported bug report 2491. Bug details stated ¿no end effectors of type, burr, found¿. Plan was exited and reopened. Bug persisted while also presenting bug 5535 and 3128. Plan was reloaded onto system and bug persisted. New plan was segmented in rio using CT data from bugged plan. Bugs persisted. Robot was then powered down and rebooted. With the new plan and following the reboot, probe checks passed, patient landmarks were captured, and bone registration began. Towards the end of femur registration, the screen froze. Mouse would not move and system was not responding to foot pedal captures. Alt print screen k was hit on guidance, causing both screens to go black and no response. Screen was frozen for several minutes before reboot button on back of guidance module was pressed. This caused the screens to flash and then froze at a black/gray screen. After a few minutes, robot was rebooted. Robot booted up normally but the screens would not display any images from mako software. There was power to the screens and they did display initial boot images (ie dell logo). Several reboots were attempted, cables were recleaned, both bypass cables were used. Nothing corrected the lack of display on either screen. The surgeon then decided to end the surgery. Case type: pka. Surgical delay: 30-60 minutes. Case cancelled following incision.

Manufacturer narrative:
Reported event: an event regarding application freeze involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: review of the device history records associated with rio 80 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history: a search of the complaint database under device identification pn 209999 reports similar complaints for pka software application freeze. The complaint record numbers are: (B)(4). Conclusion: not performed as case session data was not provided.